Event description:
Following a novasure endometrial ablation the physician went to perform a laparoscopic tubal ligation and visualized a perforation and blanching "outside the uterine cavity, at the fundus." The patient was admitted into the hospital and treated with a "mesh" over the perforation. A general surgeon confirmed there were no further tissue burns. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).